Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review was not possible because the required lot code was not provided. H10 additional narrative: added: a2 (age) corrected: d4 (catalog).

Event description:
In addition to what were previously reported after review of the medical records, clinical visit reported limited adl, sleep disturbance, decrease range of motion, weakness, walking difficulty . The osteolysis of the greater trochanter and some loss of cortex possible due to loosening of the prosthesis or reaction to the cement, however in the revision notes it did not mention any loosening. There is a fluid collection on the posterior trochanter. Doi: 2000, dor: (B)(6) 2009, right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address pathologic fracture of greater trochanter due to osteolysis. Revision notes stated that the 28mm ceramic head, cup and liner were removed. Doi: none reported - dor: (B)(6) 2009 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.